Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or frozen display was noted. The insulin pump was received with a cracked case at the display window corners, cracked display window and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the keypad was unresponsive. Customer was attempting to bolus, when she going to the bolus wizard screen the device froze and none of the buttons worked. Customer's blood glucose was 137 mg/dl. Customer didn't recall any significant event which may have caused the keypad issues only that she had the device in her pocket. During the call the device alarmed button error. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.